Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. During implant, the patient was observed to go into cardiac arrest due to pericardial effusion. It was verified that there were no signs of perforation from echocardiography. Pericardiocentesis was performed. The procedure was abandoned. The patient was stable.